Event description:
Procedure type: bilateral breast reconstruction. According to the reporter: when the device was used to clip tissue and a vessel, nothing came out and it caused a tear on the tissue. The scrub tech checked the device and said there were no clips in it. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4).